Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the battery revealed that the locking mechanism in the output connector was damaged. Functional testing revealed the damaged locking mechanism did not allow the battery to properly connect to a controller. This is an additional finding, not related to the reported event, like due to handling of the device. Additionally, functional testing revealed that the battery was unable to charge and caused the status indicator of the battery charger to flash yellow when connected. Supplemental testing revealed an open wire near the strain relief of the battery output cable. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the battery was flashing yellow when trying to charge. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.